Event description:
It was reported that when the device was used during an unknown procedure, the device fired malformed staples. The surgeon had to oversew the anastamosis. It is unknown if there were other pt consequences.